Event description:
The physician used a cook endoscopy esophageal z-stent with dua anti-reflux valve for an esophageal stenting procedure that occurred in 2006. Three months after stent placement. The patient complained of esophageal reflux and discomfort. An endoscopic procedure was performed which confirmed rupture of the anti-reflux sleeve. An injury to the patient did not occur.